Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received for evaluation at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows. One device was taken from the current production p/n 425-00 concha neptune lot # 73e180003r, the sample was functionally inspected, and during the test issue reported "no alarm with low water" was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the product sample is not available. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the heater does not alarm when it is supposed to. The user finds an empty column and the patient is not receiving humidification. Alleged event reported occurred during use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Event description:
Customer complaint alleges the heater does not alarm when it is supposed to. The user finds an empty column and the patient is not receiving humidification. Alleged event reported occurred during use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a concha smart universal column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The water level in the 1650 ml water bottle was taken down very low in order to prompt the neptune to display a low water condition quickly. The water column was primed per the IFU and 10 liters per minute of compressed air was being applied into the water system. Within one hour the low water level lamp was blinking, and within several minutes of the low water lamp displaying an audible alarm was also activated. The unit functioned without interruption. The IFU for this product states, "to insure that the initial water flow through the lower tube is not blocked by surface tension in the check valve, squeeze the bottle slightly". Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.